Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g4, g7, h1, h2, h3, h6, and h10. The reported event was confirmed through medical records. Medical records were provided and reviewed by a healthcare professional. Patient was experiencing pain and swelling. Rom of fifteen to sixty degrees. X-rays show subtle radiolucency of the tibial plate. Some patchy ingrowth of the femoral and tibial components but no loosening. Patient was revised with no complications. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2019-03703, 0001825034-2019-03704, 0001825034-2019-03705, 0001825034-2019-03707, 0001825034-2019-03708, 0001825034-2019-03709, 0001825034-2019-03710, 0001825034-2019-03711. Concomitant medical products vanguard cr por fem-rt 62.5, item# 183046, lot# 999390, series a pat std 31 3 peg, item# 184764, lot# 215200, ti low profile screw 6.5x25mm, item# 103532, lot# 713050, vngd cr tib brg 10x63/67, item# 183420, lot# 686110, ti low profile screw 6.5x35mm, item# 103534, lot# 409440, biomet finned pri stem 40mm, item# 141314, lot# 395850, ti low profile screw 6.5x30mm, item# 103533, lot# 713250, ti low profile screw 6.5x30mm, item# 103533, lot# 452440. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately two years and seven weeks post implantation due to pain. Associated symptoms were decreased range of motion, gait disturbance, joint instability and knee swelling. There is no additional information at this time.